Event description:
Boston scientific received information that this device displayed a high out of range shock impedance measurement. It is unknown whether the right ventricular lead is a boston scientific lead. This issue will be further monitored. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this device remains implanted and in service. Should additional information become available, this event will be updated.

Event description:
- -

Event description:
Additional information was received: since this issue was first observed, similar high out of range shock impedance measurements have been observed. During a further follow up visit, interrogation revealed a normal shock impedance measurement. An internal technical service consultant was contacted and recommended further lead integrity investigation. The lead model/serial information remains unknown. No adverse patient symptoms have been reported.

Event description:
Additional information was obtained. Ten months later, during a further follow up visit, varying shock impedance measurements were again observed. Measurements during the follow up visit were normal, however, a review of the daily data revealed variable measurements. The right ventricular lead information was also obtained indicating a boston scientific lead is associated with this event. In addition increased threshold measurements were observed. A decision has been made to further monitor this system. No adverse patient effects have been reported.